Manufacturer narrative:
The hill-rom tech found the siderail pin to be flat not allowing it to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the siderail pin to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the left intermediate siderail was not latching. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).